Manufacturer narrative:
H3/h6: the camera, lot number: p901615, was returned and analyzed. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system was booted the screen said 'localizer faulted' and there was an amber light on the camera. To troubleshoot, the manufacturer representative (rep) went into the network device interface (ndi) tool box, a bump was detected and the storage temperature exceeded. There was no patient involvement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: - h3, h6: no products have been returned to medtronic for analysis. A manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was a visual inspection failure, the camera was replaced to resolve this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.